Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing fine post operatively.

Manufacturer narrative:
Ipg model sc-1132 serial number (B)(6). The returned ipg was returned and the complaint of the device being non-functional was confirmed. Device communication could not be established even when the battery is full. After several charge attempts the device could not communicate with a remote control. Close examination of the internal circuit found that one of the antenna coil ends was fractured at the solder site. Because of the broken antenna wire the patients remote control was not able to communicate with the ipg and the patient conceived that the device could not be charged. The rtv adhesive applied between the lcp frame and the antenna coil peeled off from the lcp frame and resulted in the antenna coil to became dislodged from the lcp frame. Excessive stress and or fatigue on the wire where it is soldered to the pin are the result of movement between the coil and the frame.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing fine post operatively.